Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
It was reported that the autopulse resuscitation system repeatedly tried to size patient, but unit just stops. There was no report of a patient injury.